Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: n/a. Software version: n/a. Color: grey. Battery life remaining: n/a. Inpen high resistance was felt upon dispensing without a cartridge due to heavy dust/debris under dose button, on washer and dose detent. Unable to perform functional test due to high resistance at dose button. No physical damage was noted per visual inspection.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.